Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, inflation difficulties were encountered. The 8.5mm extractor xl was inserted into common bile duct. Air was injected, however the balloon did not inflate. Another extractor xl was used to complete the procedure. No patient complications occurred.